Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was 2008. Two xience v stents were implanted the mid lad to treat restenosis of another company's stents. In 2009, the pt was admitted to the hospital with chest pain. A cardiac cath revealed in-stent restenosis in the mid distal lad stents. Pt received successful stenting with another company's stent. No additional event or pt info is available.

Manufacturer narrative:
The second xience v everolimus eluting coronary stent system is being reported under the same manufacturer report number. Results and conclusion summation - product performance engineering reviewed the incident. Stenosis and angina are known adverse events associated with coronary stenting, as noted in the xience IFU and are not necessarily an indication of a product quality deficiency. Stenosis, angina, and hospitalization are listed as no-fault post-procedure complications. A conclusive cause for the reported pt effects and the relationship to the product cannot be determined; however, there is no indication of a product quality deficiency.